Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag motor was not working as expected. The motor made a noise when spinning the rotor. The pump location and screw lock were checked, both were described per protocol. The motor was exchanged and the problem resolved.